Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-03745. Related manufacturer report number: 2017865-2020-03747. Related manufacturer report number: 2017865-2020-03749. It was reported that the patient experienced pocket dehiscence and the site was noted with some bleeding. The wound was re-dressed and the patient was discharged. Additionally, the left ventricular lead had been deactivated due to occasional phrenic nerve stimulation. After a lack of resolution and continued pocket erosion, the system was explanted. The physician also suspected vegetation on the leads, possibly due to an infection. The patient was in stable condition.